Event description:
It was reported that patient presented to clinic for follow up, it was noted that the right ventricle (rv) lead loss of lead slack due to inferior migration of the device pocket resulted in rv lead dislodgement. Subsequently, the threshold increased, and sensing decreased. Therefore, the rv lead was explanted, and a new lead was replaced on (B)(6) 2026 by the physician. The patient was stable throughout.